Event description:
The pt ws bilaterally implanted with siltex low bleed gel-filled mammary prostheses in 1999. Subsequently, the pt experienced an infection in each breast. The devices were removed in 1999.